Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Capsular contracture confirmed as baker grade IV.

Manufacturer narrative:
The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Healthcare professional additionally reported "abnormal rheumatology lab results, elevated titers, and numerous health issues" which are not device related. Device has been explanted.